Event description:
It was reported that when the patient charged their device "completely full, it only showed half full on the icon" (on the recharger). It was stated that the recharger was still being used, but the patient could not charge due to a weight gain of over 50 pounds. It was later stated that the issue was resolved but the patient was scheduling a date for a pocket revision with their healthcare provider.

Event description:
Additional information received reported the pocket revision had occurred. The patient was able to charge the device with no issues and therapy coverage was reported as good.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).